Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy due to twave oversensing as a result of very small amplitude. Boston scientific technical services (ts) suggested trying to reproduce the signal reduction and discussed reprogramming options. When the patient was brought into the office and laid on their left side the rwave amplitude dropped, which caused triple counting of p, r and twaves. This led to inappropriate shocks in both primary and secondary vectors. A revision procedure was performed where it was noted the s-ICD was well anchored with sutures and the pocket capsule was snug. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. It was noted the complete electrode was returned in two segments. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.